Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Dob - unknown month and date in 1936. UDI # - (B)(4). Reported event was confirmed by review of the product returned. Visual inspection showed that the post of the trial had fractured. As returned the post remained with the pin. During the procedure the post of the tray trial was removed using the a pin from the stem. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Device code: phx. UDI: n/a. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It has been reported that during revision surgery the humeral trial fractured. Fractured pieces were not retained inside patient's body. No additional patient consequences were reported.